Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in the united kingdom, this was a case with a 26mm sapien 3 ultra valve inside of a calcified non-edwards valve in mitral position. During procedure, the valve was successfully implanted at nominal volume as intended. All the edwards devices and wire were removed from the patient. The procedure went well with no complications. However, after the procedure it was noted that the one of the leaflets did not appear to open fully by echo and the leaflet motion was not performing as the other two leaflets. Balloon aortic valvuloplasty (bav) was performed, requiring additional percutaneous intervention via insertion of a new guidewire and bav system. There was no change or improvement of leaflet motion, however no increased gradient was reported, and no adverse effect to the patient. No further intervention was done. The patient was stable with no reported issues.

Manufacturer narrative:
Updated sections h6- component code, type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided, and the following was observed: the valve could not fully close or coapt with a gap. Leaflet motion was restricted during the closure or coaptation, which led to the gap. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for leaflet motion restriction in patient was confirmed based on evaluation of provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that the previous non-edwards valve was calcified. Although the thv depends on landing zone calcification for anchoring, bulky calcification within the landing zone may impact the ability for the thv leaflets to properly function. The bulky calcium can impinge on the thv leaflets, preventing them from proper coaptation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.